Manufacturer narrative:
(B)(4). The report of an ars leak was confirmed through complaint investigation of the returned sample. The customer returned multiple components of a cvc kit, including one arrow raulerson syringe (ars) and introducer needle, for analysis. Initial visual inspection of the ars did not reveal any anomalies or defects. After performing functional testing, the ars was opened to further inspect the valves. A hole was observed on the centre of the proximal valve of the returned syringe. The returned sample was functionally tested with the returned introducer needle per the instructions-for-use provided with this kit, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was not able to draw and aspirate water with the introducer needle. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document noted a deviation from iso: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position less than or equal to 1cc from the starting position. Therefore, the internal valves of the ars were not functioning as intended. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, the ars was found to be leaking during use on the patient. There was no reported patient harm or consequence.

Event description:
It was reported that (B)(6) 2024, the ars was found to be leaking during use on the patient. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).